Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint has been reassessed based on the information available to the manufacturer. The event was initially reported under the assumption that the device had been explanted during a revision surgery. However, further clarification confirmed that the device in question was not explanted. Since the device remained implanted and no removal occurred, the event does not meet the criteria for reportability under 21 cfr part 803. As a result, this case will no longer be considered reportable. The complaint will remain documented in our files and monitored as part of our established post-market surveillance activities.

Event description:
It was reported that, after a thr surgery that had been performed on (B)(6) 2025, the patient experienced a first dislocation, that was confirmed by x-ray, the tandem had dislocated from the acetabulum, the same day a closed reduction was performed but a second dislocation was confirmed by x-ray. The head had separated from the tandem. This adverse event was treated by a revision surgery on (B)(6) 2025, in which a tndm bp shl/xlpe lnr 42od 26id was explanted. The lock ring of the tandem was not disassembled. Current health status of patient is unknown.

Manufacturer narrative:
Internal reference number: case (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint has been reassessed based on updated information. The event was considered not reportable due to a misinterpretation of the surgical details. However, further clarification has confirmed that the device in question was explanted during the revision surgery. Because the explantation of the device occurred, this event meets the criteria for reportability under 21 cfr part 803. The event is reported accordingly and monitored as part of our established post-market surveillance activities.

Manufacturer narrative:
The associated liner was returned and evaluated. The visual inspection revealed light scratches on the surface and edges of the device, the outer surface appears undamaged. The clinical/medical investigation concluded that, in the absence of the requested medical documentation, clinical factors which could have contributed to the reported dislocations could not be definitively concluded, and a causal relationship between the smith and nephew¿s device and the reported adverse event could not be established with the limited information provided. Currently, we cannot rule out a mechanical failure of the tandem modular dual mobility construct due to incomplete or improper engagement of the locking mechanism as a likely contributing factor. Nor could we rule out age-related factors such as bone quality, cognitive decline, comorbidities or implant selection as contributory factors. The impact to the patient beyond the two dislocations and the revision surgery could not be determined since the patient¿s health status is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems reveals for preoperative warnings and precautions that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocations, which may lead to revision surgery. The intraoperative warnings and precautions indicate that muscle looseness and/or malpositioning of components may result in dislocation. Additionally, ectopic bone and/or bone spurs may lead to dislocation, and painful or restricted motion and proper positioning of the components is important to minimize impingement which could lead to early failure, premature wear, device related noise, and/or dislocation, all of which may led to revision surgery. Postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.